Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about an unk date in (B)(6) 2009 and (B)(6) 2009 and subsequently expired after the use of the product.